Event description:
It was reported that no signal could be obtained from the implanted sensor during calibration. X-ray imaging confirmed that the device remained within the left pulmonary artery. Four additional attempts to acquire a signal were made without success.